Event description:
A (B)(4) distributor contacted zoll customer support to report that an unknown pt's monitor would not start up.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power up) is being investigated. Upon receipt, the monitor's response buttons were non-functional. A root cause investigation is currently underway. A supplement report will be sent upon completion of the investigation. No adverse event resulted from the defective response buttons.